Event description:
It was reported that during a da vinci s surgical procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, the patient's tissue was burned. No additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, however, an isi representative onsite a few days after the procedure, inspected the tip cover and did not find any holes or damage. Additionally, the electrosurgical unit (esu) setting used for the procedure was above isi's recommended level. If the accessory is returned for evaluation and / or if additional information is received, a follow up MDR will be submitted.